Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2006. During insertion of the sheath, it was thought the fundus of the cervix was perforated due to improper placement. The doctor continued the procedure monitoring the pt. Three minutes into the procedure, a fluid loss alarm occurred. The procedure was aborted. The pt was kept for observation and released the next day. Additional follow up eleven with physician indicated that the pt is recovering well, no complications are expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We believe the user technique may have contributed to this event. However, we are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.